Event description:
It was reported that occlusion alarms occurred over approximately the past two and a half weeks, and caller experienced multiple occlusion events. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. Customer changed infusion set and cartridge and then resumed insulin delivery.